Event description:
No additional information received. Material #: 305180, batch #: 3347880. It was reported by the customer that item has black dirt like things inside the sterile package. Verbatim: rcc received a complaint via email. This item has black dirt like things inside the sterile package. I have 3 so far. Supplier: (B)(4). Product#: 305180.

Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported there are black dirt like things inside the sterile package. To aid in the investigation, twenty-four samples were received for evaluation by our quality team. Twenty-three samples came in sealed packaging blisters and one sample came in an opened packaging blister. A visual inspection was performed, and four of the samples have a dark colored speck of embedded degraded resin in the plastic shield. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 305180, lot 3347880. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: (B)(4), batch #: 3347880. It was reported by the customer that item has black dirt like things inside the sterile package. Verbatim: rcc received a complaint via email. Email(s) attached. This item has black dirt like things inside the sterile package. I have 3 so far. Supplier: (B)(4). Product#: 305180.